Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device interrogation, the device longevity dropped by a year and a half over a period of one quarter of a year. There was no significant change in therapy use and all parameters, lead measurements and telemetry use have been stable/normal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying time for device replacement. If information is provided in the future, a supplemental report will be issued.